Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02102. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. As part of the investigation, olympus followed up with the customer to obtain additional information but no information was obtained. Additionally, no device was returned; therefore, the root cause of the reported event could not be determined. However, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the information available, it is probable that the color bars potentially displayed due to the scope not being connected; contact failure due to dirt and the like adhering to the contact part of the scope connector due to long-term use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
Olympus received a report from a user facility stating that there is no scope image on the monitor and there are only color bars on the display. During troubleshooting with service, the customer tried three scopes on the tower all with the same result. The customer also used two different communication cables. The customer was then instructed to try the scopes on a different tower. When the customer tested the three scopes on a different tower, all were working without any issues. There was no patient involvement.